Event description:
Customer reported when the primary and secondary tubing are attached and the roller clamp is opened on the secondary, the secondary medication flows back into the primary bag. Verified the secondary is hanging higher than the primary. Several medications were administered through the tubing before the back flow was identified. Customer tested the set using green colored liquid in the secondary line and confirmed the back flow. The pt associated with this incident had a craniotomy and the medication being infused was to decrease brain swelling and decrease the possibility of seizures. No pt harm or medical intervention reported.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation should the device be returned for eval.